Manufacturer narrative:
The device was returned to gore for evaluation. The engineering investigation revealed there was excess resistance when inserting the guidewire through the curved leading olive. Based on the findings of the evaluation, the device was able to advance past the leading olive onto the guidewire but with excess resistance in the curved leading olive. The root cause for resistance and difficulty when advancing the device on the guidewire past the leading olive cannot be confirmed with the available information.

Manufacturer narrative:
Patient weight requested, but not provided. A review of the manufacturing records for the device verified the lot met all pre-release specifications. Additional devices included on this report are as follows: item #: tgmr404010j, lot #: 20424847, UDI #(B)(4).

Event description:
The following was reported to gore. On (B)(6) 2019, the patient underwent treatment of a thoracic aortic aneurysm with two gore® tag® conformable thoracic stent grafts with active control system (ctag-ac). An ultra stiff guidewire was inserted into the patient from the left common femoral artery and a 22fr gore® dryseal flex sheath was advanced over the guidewire. Then the first ctag-ac (tgm343415j/20507067) was also advanced over the guidewire. During the first ctag-ac advancement, the guidewire was caught by the first ctag-ac and an unusually strong resistance was encountered. Due to this, the guidewire was unintentionally moved into a left ventricle and premature venticular contraction was caused several times. Eventually, the first ctag-ac was placed in the intended position although it took time. When the delivery system of the first ctag-ac was removed, the strong resistance was also met and the guidewire was unintentionally removed with the first ctag-ac. The physician thought the guidewire might have problems with the coating. Therefore, the guidewire was replaced with another one (super stiff guidewire). Then the second ctag-ac (tgmr404010j/2042847) was inserted over the guidewire. However, the same resistance was encountered. The second ctag-ac was somehow advanced in the target position. The primary deployment line was removed and then the secondary deployment line was removed without angulation control. During removal of the secondary deployment line, a resistance was encountered. When the secondary deployment line was removed, the line became separated. The deployment line access hatch was opened but there was no secondary line there. Angiography revealed that the second ctag-ac was not fully expanded. It was considered to have ballooning via the left common femoral artery after removal of the lockwire and angulation fibers. However, it could possibly result in the second ctag-ac movement distally. Therefore, the right common femoral artery was incised and a balloon was inserted from the right common femoral artery after a 20fr gore® dryseal flex sheath was inserted. The second ctag-ac was fully expanded with the ballooning. The procedure was completed and the patient tolerated the procedure. The guidewire will be returned to gore with ctag-ac for evaluation. Please investigate the cause of strong resistance using the guidewire. It is also required to investigate the cause of deployment difficulty.